Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. Visual examination performed using canon digital camera. The top inner and outer blue grip pads were detached and missing from the clip. The bottom inner grip pad was also detached and missing from the clip. No other visible defect or damage was observed from the unit. The truclip IFU includes a warning that states: ¿truclip must be mounted securely to ensure clinical stability and to prevent injury to the patient or user¿. The IFU also advises the clinician to clean the surface of the truclip before and after each use by wiping with 70% isopropyl alcohol or 5% bleach and inspect to ensure the integrity of the device. It is common clinical practice for the clinician to monitor the transducer vent port so that it corresponds to the chamber where the pressure is being measured. Clinicians routinely follow hospital policies and procedures for frequency of zeroing the transducer system and thereby monitoring the level of the truclip device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the truclip¿s blue rubber grip fell off. Therefore, the clamp slides down the pole and the reading of patient¿s pressure was inaccurate. The clamp needed to be continually repositioned and patient¿s pressure re-zeroed in order to maintain accurate readings. There was no patient injury. Inquired of patient demographics, unable to be obtained.